Event description:
This is a report of a patient death coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. The nurse stated that it was unrelated to dialysis and further described it as the patient had an unexpected death. The patient was not on the homechoice device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.